Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the reporting pd nurse reported that on (B)(6) 2024 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew klebsiella. The patient was treated with antibiotic therapy with ceftazidime (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2024, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in infection control within the home environment.